Manufacturer narrative:
Reference ID: (B)(4). The essenta dr compact is a digital radiography system that's designed to fit small rooms. Philips received a complaint on essenta dr compact indicating that the exposure not happening and smoke coming from the system. The device was not in clinical use and there was no harm to patient or user. The field service engineer (fse) performed analysis and concluded that the customer observed smoke from the system. Fse checked the system and found that components on the rotor controller pcb had burnt out. Based on the technical investigation of the defective part analysis by r&d team, the movs (metal oxide varistors) on the rotor controller board located in the m-cabinet were found to be burnt. The varistors will prevent the power surge to avoid the part damage due to high power supply. Movs are protective components designed to guard sensitive circuitry from power surges by clamping high voltage levels and diverting excess energy. Root cause: the damage to the movs was caused by an excessive power surge. Based on the information available and the testing conducted, the cause of the reported problem was due to power surge in the hospital, the movs on the rotor controller board in the m-cabinet were found to be burnt. The reported problem was confirmed by the customer. The defective rotor controller was replaced, and following the corrective maintenance, the system was successfully tested and confirmed to be functioning properly. Risk is acceptable and the issue is further trended and monitored. The event was originally reported to the authorities as not enough information was available to make a definite reportability decision. Since that time, additional information was received which revealed that the event does not meet the criteria for reporting according to the country regulation information.

Manufacturer narrative:
Reference ID: (B)(4). The essenta dr compact is a digital radiography system that's designed to fit small rooms. Philips received a complaint on essenta dr compact indicating that the exposure not happening and smoke coming from the system. The device was not in clinical use and there was no harm to patient or user. The field service engineer (fse) performed analysis and concluded that the customer observed smoke from the system. Fse checked the system and found that components on the rotor controller pcb had burned out. The defective rotor controller was replaced, and following the corrective maintenance, the system was successfully tested and confirmed to be functioning properly. Based on the information available and the testing conducted, the cause of the reported problem was rotor controller pcb defective. The reported problem was confirmed by the customer. The root cause of the part malfunction is still unknown and is under investigation.

Event description:
It was reported that the exposure not happening and smoke coming from the system. The device was not in clinical use and there was no harm to patient or user.